Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit's ice block was too large. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr replace the ice sensor assembly with the retrofit kit. The ice block is now normal. With the complaint replaced, the unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.